Event description:
Consumer called to report accuracy issues wth the meter. Analysis run on consensus error grid using mean reading (155) as ref. Point vs. Bd readings (47, 427, 81, 66) yielded data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.